Manufacturer narrative:
One cadd cassette reservoirs sample received by shm. The returned sample consists of one cassette product from p/n 21-7002-24 lot number unknown; the product was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies detected. Functional tested the sample with cadd legacy plus pump and the product was successfully attached to the pump without any alarms activating, and it was also set to run without any difficulties. The customer's reported problem "pump keep beeping" was not confirmed. No root cause has to be determined since the complaint was not confirmed due the cause that no issues were found with the product. No corrective actions are required since the complaint was not confirmed. However, production personnel were notified by quality engineer as awareness of the defect reported by the customer.

Event description:
It was reported that the device caused the attached infusion pump to alarm. No adverse effects to patient reported.